Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a nurse from (B)(6) of bacterial peritonitis in a patient coincident with dianeal unknown and extraneal viaflex therapies (lot numbers not reported). On an unreported date, the patient presented with cloudy effluent and was diagnosed with sterile peritonitis. On an unreported date, the patient was treated with vancomycin weekly (dose and route not reported) and gentamicin (dose, frequency and route not reported). The event of sterile peritonitis was ongoing and improved. Dianeal unknown and extraneal viaflex therapies continued. The nurse considered the event of sterile peritonitis to be mild in severity. The nurse believed that the event of sterile peritonitis was unrelated to dianeal unknown therapy. The nurse did not report if the event of sterile peritonitis was related to extraneal viaflex therapy. Follow-up information was received from the nurse on (B)(6) 2011. The event was initially considered sterile peritonitis because of the high eosinophil count, but because of the bacterial growth the event no longer was considered sterile peritonitis.